Manufacturer narrative:
Result - scale was out of calibration.

Event description:
It was reported by service report that the scale was not accurate, and it was off by 14lbs. No pt involvement or adverse consequences were reported.